Event description:
The customer reported via phone call that she had been hospitalized for the past week due to diabetic ketoacidosis. The customer stated that she had a blood glucose level close to 600 mg/dl, but her sensor glucose level was reading as 50 mg/dl. The customer stated that she began to vomit blood and her daughter called paramedics. During troubleshooting, the customer's transmitter passed the test plug procedure and seemed to be functioning properly. The customer was advised that the sensor would be replaced and no product was returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.